Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the digital board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.